Event description:
Reporter indicated that pt "doesn't think vns is working, has never felt any better, feels he is going steadily down, getting more depressed, wants it turned off". Pt's worsening depression needed medical intervention and pt was hospitalized twice. Information rec'd from the pt's physician reported that the pt has a history of being an "alcoholic" and issues with "substance abuse" and is "non compliant with meds and with appts to dose vns". The reporter did not indicate an allegation of a device malfunction.